Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event occurred on an unknown date in 2024. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2024 during a polytrauma case, a tfna was performed and the wire missed the nail. The nail was explanted and then discarded. A larger size of nail was used and the nail technique was successful. During a calcaneus fracture, a mod mini plate was used and the screw did not lock it. The screw was also inserted and the measurement of the screw was very long, and the screwdriver stripped the screw, the surgeon powered it in and stripped the screw head because it did not stop. The procedure was completed successfully with no surgical delay. There was no adverse patient impact no further information is available. This report is for a 2.4mm lcp(tm) t-plate 2 holes head/7 holes shaft. This is report 2 of 3 for (B)(4).